Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking longer to charge. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.